Manufacturer narrative:
Additional info will be provided once the investigation is completed. The following units with the same catalog number (i.e., 0502532030) were also implicated in this event: serial number (B)(4); serial number (B)(4).

Event description:
It was reported that the tip of the unit broke off into a pt during a case. It was further reported that the broken piece was removed from the pt. The case was completed successfully. It was further reported by the customer that the tips of the units break during cleaning.